Event description:
On (B)(6) 2014, a customer reported obtaining unexpected rh (d) mistype on the galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess images of well results on customer instrument on (B)(6) 2014. The viewing of well images determined that the unexpected d positive result was the consequence of un-resuspended patient test red blood cells in the test wells. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site and investigated the instrument on both (B)(6) 2014. The instrument is operating as expected.